Event description:
"Question," open heart surgery will give you 5 to 10 more years with a better quality of life, instead decline in health rapidly. Infections, vomiting, nausea, fatigue, muscle and joint pain, weakness, weight loss, redness and heat never went away a surgery site. I contacted (B)(6) hospital in (B)(6). After receiving a letter about this bacteria. I was told that because my husband had died, nothing could be done and they didn't think even with the problems he had that this was the problem because it is rare.